Event description:
This is the second of two reports regarding the ins5010 hermetic lumbar catheter, closed tip (same product ID, same lot number, same patient, same product problem, different incident dates). It was reported that for this rescheduled surgery, the surgeon could not thread the catheter through the tuohy needle. The surgeon had to use a competitive product to complete the surgery. Add'l info was received on (B)(6) 2014 from the risk management coordinator. It was the coordinator;s understanding from the surgeon's assistant that for this rescheduled surgery, the surgeon had already decided for the surgery that he was going to use the competitor product, which he did. Integra's catheter was just on standby in case the competitor product did not work, integra's catheter was not used on the patient. After the competitor product was implanted successfully, the surgeon tested the integra catheter at the back table just to see if it would work and it didn't. Request for clarification was sent to the surgeon's assistant but to date, no info has been received.

Manufacturer narrative:
To date, the device involved in the reported incident haas not been received for evaluation. An investigation has been initiated based upon the reported info.